Event description:
According to the reporter, during gastroplasty, the device was unable to fire. During the stapling, the stapler stopped the blade. The stapler was replaced to complete the case. There was no patient injury.